Event description:
Pt contacted dexcom technical support on (B)(6) 2012 to report that she had experienced a hypoglycemic episode while at school. Pt reports that cgm was reading 250 mg/dl and that she made insulin therapeutic adjustments based on her cgm alone. Pt also reports a concomitant use of acetaminophen while using cgm. Acetaminophen is a cgm contraindicated product which is known to cause high cgm readings. Pt lost consciousness while on the phone and paramedics were called. Pt received a glucagon shot and was taken to the hospital and released the same day. At the time of her call to dexcom technical support, pt reports she was doing fine.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.